Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore®excluder® aaa endoprosthesis. On (B)(6) 2018, a type ii endoleak was identified. The aneurysm had enlarged from 51 mm on (B)(6) 2016, to 61 mm on (B)(6) 2018. On (B)(6) 2018 an additional endovascular procedure occurred whereby embolization of the aneurysmal sac and embolization of the inferior mesenteric artery was performed.